Event description:
The distributor contacted animas on (B)(6) 2013 alleging lines on the display screen. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen malfunction remained unresolved.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display is discolored and difficult to read. The display screen was replaced with a test display screen, and the contrast returned to normal with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.